Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25 mm amplatzer amulet was implanted. Landing zone measurements at 0°, 45°, 90°, and 135° were 19¿20 mm in all incidences, and device sizing was determined using scanner imaging and transesophageal echography (toe). During the procedure, angiography and echocardiography were used as imaging modalities, and the close criteria were reported as satisfied. The device was observed to be in a compressed shape at the time of implant, and a tension test was performed. There was no rhythm change during the procedure. Heparin was administered, and left atrial pressure was remeasured after administration. There was one repositioning due to the lobe being initially slightly too proximal. A few hours later, during transthoracic echocardiography (tte) follow-up, the device was found to have completely dislodged from the intended implant site and embolized to the left ventricle. The embolized device did not cause a partial or complete obstruction of blood flow. Cardiac surgery was subsequently performed as an emergency procedure to retrieve the device, repair the mitral valve, and close the left atrial appendage. No clinical signs or symptoms were reported during or after the event.

Manufacturer narrative:
An event of device embolization to the left ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported device embolization could not be determined. A surgical intervention was a result of case specific circumstances, as the device was removed, repair of the mitral valve, and close the left atrial appendage, was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.